Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient has experienced unspecified problems since his penile prosthesis implant procedure in (B)(6) 2010. The risk of losing the genital organ exist; however, neither the reason of this risk or the relation with the device has been clarified. The implant surgeon is no longer in service and the patient has not received care from another professional. The patient was suggested to consult with another physician for evaluation and potentially solve the problem. Additional information was requested and will be provided if it becomes available.